Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: unavailable omnipod software app version: unavailable smartphone operating system: unavailable smartphone hardware: unavailable cgm sensor type: unavailable *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported on behalf of the patient that their blood glucose (bg) level rose over 20 mmol/l (360 mg/dl), while wearing the pod between 49 and 71 hours. The lg reported being unsure if the cannula was properly seated in the infusion site (abdomen). This is because the patient scratches a lot, due to experiencing skin irritations from the adhesive. As treatment, a new pod was successfully applied.